Manufacturer narrative:
According to the facility on 5/26/2025 stool was reported in the sample port. Per the facility the foley was replaced due to this. No additional information is available at this time. The sample was requested for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 5/26/2025 stool was reported in the sample port.